Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. Continuity testing found that the distal electrode had an intermittent condition between the leadwire and electrode, when flexing the tip area of the catheter. The proximal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.